Event description:
It was reported that a scalpel cautery instrument began to arc during a case. During removal of the instrument from the pt, the insulated electrocautery spatula separated from the instrument. The spatula tip was retrieved by the surgeon and removed from the pt. No pt injury or adverse outcome occurred. The case was continued to completion with no further incident.